Event description:
It was reported by the rep that the device was used during an interstitial laser coagulation. It was reported the first fiber had a diffuser fault on the third treatment, a total of five treatments. A second fiber was opened and the case was finished. There was no consequence to the pt. 12/1/98 during the complaint analysis, the heat shrink marker on fiber #35983 was observed to be torn in and of itself considered a malfunction.